Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose reading mismatch and also experienced a blood at site. The customer received a change sensor alert and calibration not accepted alert. The event involved product mmt-7040ma. Troubleshooting was performed and the discrepancy between sensor glucose and blood glucose values was not within range. The sensor glucose was 93 mg/dl and blood glucose was 173 mg/dl and the difference was greater than 30%. No further patient complications were reported. The customer will discontinue the use of the sensor. Mmt-7040ma was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of a returned used partial sensor (needle did not return). Visual inspection was performed and checked for physical damage, and none were found (no microscope). Unable to confirm needle anomaly due to customer did not needle only sensor. Performed continuity resistance test to verify electrical interruption (open trace) in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary the customer complaint of needle anomaly could not be confirmed, and the customer complaint of unexpected sensor alarms was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.